Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was triggered on this pacemaker due to high, out-of-range impedance measurements on the right ventricular (rv) channel. It was also noted that right atrial (ra) lead measurements had been variable, but within range, for the past few weeks. Pacing thresholds and sensing were reportedly stable. Boston scientific technical services (ts) reviewed device electrograms and found noise on the ra and rv channels. Ts recommended lead evaluation and potential programming optimization. Ts also discussed the minute ventilation advisory and recommendations with the physician. No adverse patient effects were reported. This device remains in service.